Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV assay results for 20 patient samples tested on the cobas 8000 c702 module. Refer to the attachment to the medwatch for the alleged result data.

Manufacturer narrative:
The unit of measurement used for the tina-quant c-reactive protein IV assay is mg/l.